Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda / 80213u120). It was reported that the initial mitraclip procedure was performed on an unknown date, to treat functional mitral regurgitation (mr) with an unspecified grade. Two clips were implanted, reducing mr to an unspecified grade. On an unknown date, the patient returned with dyspnea and worsened heart failure. Echocardiography was performed and mr had increased 3 due to progression of disease. Both clips were confirmed to be secure on both leaflets. On (B)(6) 2018, an additional mitraclip procedure was performed. Two clips were implanted, reducing mr from 3 to 2. Two to three minutes after the second clip (80213u120) was implanted, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr returned to 3. A third clip was implanted to stabilize the slda clip and mr was reduced to 2. The patient is stable. No additional information was provided.